Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer noted that the tip of the fenestrated bipolar forceps instrument jaw would not close normally. The customer replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. There was no instrument collision. The surgeon observed arcing during the procedure. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue. A video recording of the procedure is not available, but images of the instrument were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the instrument bipolar yaw pulley between the grips. The thermal damage finding was related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument moved intuitively in all directions. The grips opened and closed properly. The instrument delivered energy successfully on several attempts. The root cause of the thermal damage is attributed to mishandling/misuse. The complaint regarding the fenestrated bipolar forceps instrument jaw could not close normally was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Review of the submitted images was performed. From the images provided, there was no obvious damage found on the fenestrated bipolar forceps instrument. The root cause of the failure mode was not able to be identified based on the image alone. The probable root cause of the thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: it was alleged that the instrument arced. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley. The thermal damage finding is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.